Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the patient had lost a lot of weight and it was confirmed on x-ray that the ipg had flipped. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.